Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. After the transseptal puncture was performed, it was noticed that the atrial septum was damaged due to the large sheath passing through it. Ventricular fibrillation and tamponade were noted after the perforation and pericardiocentesis was performed. One clip was prepared and advanced, however, in the process of attempting to grasp and capture the leaflets, a leaflet tear was observed. Mr increased to 4+. The clip was removed and the procedure was abandoned. Mitral valve replacement surgery was performed after removal of the clip.

Manufacturer narrative:
In this case, there was no functional testing for the returned device as no device malfunction was reported. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury appears to be related to procedural conditions. The reported worsening mr appears to be due to the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances as the patient remained hospitalized and mitral valve replacement surgery was performed. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. After the transseptal puncture was performed, it was noticed that the atrial septum was damaged due to the large sheath passing through it. Ventricular fibrillation and tamponade were noted after the perforation and pericardiocentesis was performed. One clip was prepared and advanced, however, in the process of attempting to grasp and capture the leaflets, a leaflet tear was observed. Mr increased to 4+. The clip was removed and the procedure was abandoned. Mitral valve replacement surgery was performed after removal of the clip.